Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an error was received during the load sequence. Reportedly, the customer was unable to load a cartridge to resume insulin therapy, resulting in a an elevated blood (bg) glucose level of over 600 mg/dl. Additionally, it was reported that when trying to reload a cartridge, the pump shut off unexpectedly. Subsequently, the customer was hospitalized as a result of the elevated bg. Upon being admitted into the hospital, an insulin drop was administered to resolve the issue. At the time of the call to tandem technical support, the customer was still hospitalized, however no permanent damage was reported. Reportedly the customer reverted to manual injections for insulin therapy.